Event description:
It was reported the screen image is difficult to see. The resolution is "light." The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the programmer powers up normally with no screen resolution issues. It was noted that the electrocardiogram (ECG) connection was loose and the audio loop back test was out of specification due to a defective microphone. (B)(4): analysis found that the insulation on the cable was damaged and was very twisted. It was also noted that the head label was missing its backing.